Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4) . Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb. The skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The skin graft mesher was manufactured on july 17, 2009, and is over 7 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle and side plates. The latching pins engaged as intended and there was damage to the comb, including marks where the cutter scraped against the metal as well as deformed comb tines. There was minor wear noted to the roller gear and the test mesh was unable to be performed due to the nature of the comb. The 1.5:1 ratio cutter was tested with the quality assurance (qa) mesher and produced a passing sample mesh but there was also noted that there were slight nicks to the blade. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the investigation it was noted that the device was returned with a damaged comb, including marks where the cutter had scraped against the metal as well as deformed comb tines. It was also noted that the surgical technique for the product was not utilized. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the tissue did not flow through smoothly. There was no patient harm. No adverse events have been reported as a result of the malfunction.